Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unspecified procedure, catheter damage was noted. After this renegade micro catheter was removed from the patient, it was noted that a hole was in the catheter. The hole presents rough edges. The catheter was removed from the patient without difficulties. There were no reported patient complications. The patient status is listed as fine.

Event description:
It was reported that during an unspecified procedure, catheter damage was noted after this renegade micro catheter was removed from the patient, it was noted that a hole was in the catheter. The hole presents rough edges. The catheter was removed from the patient without difficulties. There were no reported patient complications. The patient status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A 0.0184" mandrel was advanced through the proximal end of the catheter and advanced out the distal end without restriction. A microscopic examination revealed a hole located 117cm from the distal end. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).